Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Customer reports their 8100 failing the patient side occlusion test during preventative maintenance. Npi.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8100 failing patient side occlusion test. Technical support - bottle side pressure sensor: unit is under warranty and customer would like to send in for repair. Provided contact number for repair team. Customer will contact and send in for repair. Serial number was not provided therefore a review of the device history record cannot be performed. The customer¿s reported problem was confirmed.

Event description:
Case #: (B)(4), case subject: npi 8100 failing patient side occlusion test, account name: (B)(6), account #: (B)(6). Asset name: 8100 pump module n. America v9.33.0, contact: (B)(6), contact email: (B)(6), contact phone: (B)(6). Patient or user involvement: no, patient or user harm: no. Customer reports their 8100 failing the patient side occlusion test during preventative maintenance. Bottle side pressure sensor: unit is under warranty and customer would like to send in for repair. Provided contact number for repair team. Customer will contact and send in for repair, ended call.